Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "delivers more than programmed by 15%" was not reproduced. Device sent to flow line for a flow accuracy test and had passing results. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump delivers more than programmed by 15% during an unspecified process step in the general patient ward. There was no report of patient injury or medical intervention associated with this event. No additional information is available.